Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic with post-paced t-wave oversensing via stored egm. Patient did not receive inappropriate therapy during oversensing. It was recommended the device be reprogrammed. No further information is available at this time.